Event description:
It was reported that during the endoscopic retrograde cholangiopancreatography, when the device exited the scope at the lesion in the bile duct, it was twisted and the tip was "splintered". The procedure was completed with a second device and there were no clinical consequences. The patient was reported to be "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.